Event description:
It was reported that on the extension where the cable met the duckbill, the insulated sheath of the cable was eroded or pulled back. Bare wires were exposed. This had occurred during the procedure and the extension remained implanted and in service. The surgeon had noticed the extension during an ins change due to the device being at end of service (eos). The action required as a result of the event was a surgical intervention, the patient had built up scar tissue around the area that had to be removed by the healthcare professional. There was also an action planned, but not yet taken which was that if therapeutic benefit was maintained without side effects the healthcare professional planned to do an extension revision at the time of the next implantable neurostimulator (ins) change. Impedance testing had been performed. The issue was not resolved and the cause was not determined. No patient symptoms were reported. No outcome was provided. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Reference manufacturer¿s report number: 3004209178-2014-16706.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the extension was replaced on (B)(6) in conjunction with an implantable pulse generator (ipg) change. Impedances were normal before and after the procedure with the old/new extensions.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0235589v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0301154v, implanted: (B)(6) 2003, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information received reported that they had not heard anything from the patient nor had they seen the patient, he was sc heduled for a follow up appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0235589v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0301154v, implanted: (B)(6) 2003, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).